Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons had delayed responsiveness. The keypad was reportedly intact and the pump was not exposed to water. The patient denied any recent trauma to the pump. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with the keypad lifting and peeling below the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow, down arrow and ok buttons had intermittent response and required multiple presses with increasing force to evoke a response. The contrast button was unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.